Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported use error (improper or incorrect procedure or method) was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. The reported patient effect of tricuspid regurgitation (tr) appears to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent tricuspid regurgitation (tr). It was reported that two clips were implanted on (B)(6) 2017 on the tricuspid leaflets reducing tr from grade 4+ to grade 2. Another clip procedure was planned to further reduce tr with the aid of intracardiac echocardiography (ice) to enhance grasping views and leaflet insertion. On (B)(6) 2017, the patient returned for another procedure and tr was noted to be 4 as one of the two implanted clips remained well attached to the septal leaflet, but detached from the anterior leaflet (slda). Two additional clips were implanted reducing tr to grade 3. No additional information was provided.